Event description:
It was reported that the 9900 system continued to beep after release of fluoro button and system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed on a site investigation. The failure could not be duplicated. The nuts on the isolation transformer were tightened. The collimator iris was calibrated during the service call. The system was tested and found to be working as intended and put back into service.